Manufacturer narrative:
The subject unit was found to produce no image due to a defective printed circuit board. Additionally, the top cover had multiple cosmetic scratches. A review of the unit's history shows purchase date of (B)(6) 2017 with no previous repair records. The unit was repaired to standard specifications and returned to the asset inventory. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a returned asset, the evis exera iii xenon light source was found to produce no image due to a defective printed circuit board. There was no report of any problems associated with the device and there was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. It is most likely that the printed circuit board failed due to the user repeatedly using too much force when connecting the scope, causing the printed circuit board to fail. As a result, it has interfered with the image transmission between the scope and the video processor via the light source device, causing the image has stopped coming out. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.